Event description:
It was reported that the system is not turning on. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that the system is not turning on. There was no patient involvement.